Manufacturer narrative:
The device was scrapped by stryker.

Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that upon receipt at the user facility it was found that the sterile packaging of the product had been compromised by liquid during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon receipt at the user facility, it was found that the sterile packaging of the product had been compromised by liquid during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.